Event description:
It was reported that the patient presented in clinic for dialysis treatment experiencing bradycardia. Upon device interrogation, outputs were increased on the leadless pacemaker and then communication with the device was interrupted. Communication was re-established and the device was interrogated successfully once more. Upon review, ventricular loss of capture was observed, and the patient was then admitted for a device revision procedure. During the procedure, the device could not be grabbed by the docking button with the retrieval catheter and the physician elected to leave the aveir system implanted and programmed off. A transvenous pacemaker system was implanted instead on (B)(6) 2025. The patient condition was stable and recovering.